Manufacturer narrative:
Asku

Event description:
It was reported that a patient with an implantable defibrillator (ICD) had missing qrs complexes on a 12 lead electrocardiogram (ECG). No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with an implantable defibrillator (ICD) had missing qrs complexes on a 12 lead electrocardiogram (ECG). It was noted that this is most consistent with intermittent loss of capture. The device remains in use. No patient complications were reported due to this event.